Event description:
During a ptca treatment procedure, the maverick2 monorail 20/3.0 mm balloon ruptured. The pt was asymptomatic during this event. The lesion being treated was a 90% stenotic lesion in the lad coronary artery. The physician used a terumo introducer sheath for vascular access and a bmw 0.014" guidewire and a terumo guide catheter to cross the lesion. The procedure was successfully completed with this product. No pt injuries or complications were reported. Pt status is reported as 'good'.